Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Reported gs500 failure and cease in ventilation. No patient injury reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
Reported gs500 failure and cease in ventilaton. No patient injury reported.

Manufacturer narrative:
The logbook of the involved evita v500 with the serial number (B)(6) was available for investigation at the manufacturer site. In addition, the device and the gas supply unit (gs500) were examined on site by a dräger service technician. He was able to determine a fault in the gs500 on site. The analysis of the provided log file has shown that the cockpit infinity c500 posted the alarm message "gs500 internal failure" on the reported time as a reaction on a detected deviation concerning the blower unit speed as specified. Several log file entries concerning a low blower unit speed were logged. As per log file the ventilation continued with o2. Other than reported, no stop of ventilation could be detected. In case of a loss of function of the air supply unit, the device will continue the ventilation with o2 if o2 supply is provided. If the safety software detects a fail out of the air supply unit as well as the central gas supply, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. The blower unit and the e-set pcb were replaced by dräger service which solved the issue. Field quality data are monitored and assessed by responsible product quality board. The number of malfunctioning regarding this issue reported from the field is within accepted range.

Event description:
Reported gs500 failure and cease in ventilaton. No patient injury reported.